Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the hospital and her blood glucose reading was 270mg/dl. The customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The customer stated that she was not admitted and they just monitored her for few hours until her glucose level dropped. The customer feels it was not related to the insulin pump issue. The customer stated that her quick serter was not injecting properly and requested a replacement of the serter. No further info was provided.